Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon side console's (ssc) right master tool manipulator (mtmr) was locking up. The technical support engineer (tse) reviewed the logs and found communication issues on the ssc. Tse recommended reseating the blue fiber cable on both ends, the ssc and vision side cart (vsc) side. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during a procedure. The surgeon's right master tool manipulator (mtmr) was not working. The customer reset the da vinci system twice, but the issue persisted. The procedure was converted to traditional laparoscopic using the same ports. When the case started, the system started without any errors.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse found that the blue fiber connector of both the surgeon side console (ssc) and patient side cart (psc) were loose and required tightening. The connector nuts were tightened, and it was verified that the blue fiber cables were securely tightened and no longer able to wiggle. Multiple restarts and test drives were performed and fse was unable to reproduce communication errors. The system was tested and verified as ready for use.